Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rectal bleeding, migraine headache, anxiety, menorrhagia, gastrooesophageal reflux disease, chronic cholecystitis, heavy periods, erythema nodosum, depression and esophageal polyp. Concomitant products included amfepramone hydrochloride (diethylpropion), esomeprazole magnesium (nexium), ibuprofen (motrin) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, lab data, product information, concomitant drugs were added and event- injured/ severe physical injuries updated with events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rectal bleeding, migraine headache, anxiety, menorrhagia, gastrooesophageal reflux disease, chronic cholecystitis, heavy periods, erythema nodosum, depression and esophageal polyp. Concomitant products included amfepramone hydrochloride (diethylpropion), esomeprazole magnesium (nexium), ibuprofen (motrin) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: sever depression"), weight increased ("weight gain / loss specify which one: weight gain"), fatigue ("fatigue") and mood swings ("other injury(ies) or complication please describe: mood swing"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes) ablation on (B)(6) 2008). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, migraine, headache, depression, weight increased, fatigue and mood swings outcome was unknown. The reporter considered abdominal pain, depression, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Surgery detail -hysterectomy added. Events sever depression, pain, weight gain, fatigue, mood swing and abdominal pain added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: percocet and nexium. Concurrent conditions included rectal bleeding, migraine headache, anxiety, menorrhagia, gastrooesophageal reflux disease, chronic cholecystitis, heavy periods, erythema nodosum, depression, esophageal polyp, gallstones, penicillin allergy and cervicitis. Concomitant products included amfepramone hydrochloride (diethylpropion), esomeprazole magnesium (nexium), ibuprofen (motrin) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: sever depression"), weight increased ("weight gain / loss specify which one: weight gain"), fatigue ("fatigue") and mood swings ("other injury(ies) or complication please describe: mood swing"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes) ablation on (B)(6) 2008). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, migraine, headache, depression, weight increased, fatigue and mood swings outcome was unknown. The reporter considered abdominal pain, depression, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.